Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device over infused; stated no patient harm. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pcu event log showed that at 12:26 pm, pump module s/n (B)(4) was programmed to infuse vancomyzin 1500mg/ml (drugid 568) at 250ml/hr and a vtbi of 500ml. At 2:26 pm, the programmed infusion was completed. At 2:27pm, the pump module was reprogrammed to infuse a volume of 200ml at 250ml/hr. At 2:48 pm, the pump module alarmed for air in line. At 2:49 pm, the pump module was immediately channeled off. At 4:19 pm, the pump module was selected and programmed to restore the prior infusion of a volume of 112ml at 250ml/hr. At 4:20 pm, the pump module alarmed for air in line and was immediately channeled off. At 5:03 pm, the pcu s/n (B)(4) was powered down. The total volume infused during this time period was 587ml. No conclusion could be drawn as to why the user experienced an over fusion. Testing performed found the pump module to be delivering fluid within specifications. The disposable set was not returned with the pump module for failure investigation. The root cause of the reported over infusion was not identified.

Event description:
The customer reported that the device over infused; stated no patient harm. Although requested, no further information has been received.